Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that they have had an ongoing issue with c-00 error on generator. Tse found no related errors in logs. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the customer reported complaint was confirmed. A review of the logs found error confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was placed on a well-known system and the unit energized, cauterized and all ports recognized instrument. Found error c-00 and m-31 in the logs. The complaint was confirmed based on failure analysis. The probable root cause it probably attributed to a faulty electrical component inside the generator.